Manufacturer narrative:
The reported event of a break could not be confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix was damaged. The lp was removed and replaced. Once the new lp was introduced, it was noted the lp was not docked properly on the catheter. The lp and catheter were removed. It was noted the patient's blood pressure decreased and the patient was unstable due to previous unrelated procedures. The whole procedure took two hours and the physician decided to abandon the implant. The patient was stable post procedure.